Event description:
The following has been reported: yesterday, (B)(6) 2024, brock pump s/n: (B)(6) displayed service needed pump problem alarm that the nurse could not clear. Alarm returned after power reset. No patient harm. Pump was not infusing at time of alarm. A review of the logs shows that this was a resistor coupling timeout. Further investigation reveals that this is a software anomaly related to the inability to couple the resistor knob leading to incorrect alarm annunciation that causes delay of therapy. Failure to couple with the resistor knob can some times result in a fail-stop alarm, rather than a tubing set misloaded alert as expected. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024 fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.